Manufacturer narrative:
(B)(4). For event details on the same patient and event see MDR #3010532612-2019-00228 and tc # (B)(4) also MDR #3010532612-2019-00240 and tc # (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) had multiple alarms. It was also reported that the alarms could be due to the kinked noted in the intra-aortic balloon (iab). Alarms reported are electrocardiogram (ECG) advisory alarms, high pressure alarms, high baseline alarms, insufficient time to deflate and helium loss 3 alarms. It was also noted on the pump alarm strip that the timing method was weisler-weisler even with the fiber optic sensor (fos) connected. The patient was reported to be hemodynamically stable by the perfusionist and the patient did not require further iabp support. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). For event details on the same patient and event see MDR #3010532612-2019-00228 and tc #(B)(4) also MDR #3010532612-2019-00240 and tc #(B)(4). Teleflex did not receive the device for investigation. The reported complaint of iabp multiple alarms is confirmed based on the pump recorder strips submitted with the complaint. Event details of the complaint indicate a kink to the iab catheter, which can cause the high baseline and helium loss alarms noted in the complaint. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. An in-service was generated to review positioning of the patient during iabp support, removal of the iab when a sheath is used, and proper procedure for replacement of helium bottles. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had multiple alarms. It was also reported that the alarms could be due to the kinked noted in the intra-aortic balloon (iab). Alarms reported are electrocardiogram (ECG) advisory alarms, high pressure alarms, high baseline alarms, insufficient time to deflate and helium loss 3 alarms. It was also noted on the pump alarm strip that the timing method was weisler-weisler even with the fiber optic sensor (fos) connected. The patient was reported to be hemodynamically stable by the perfusionist and the patient did not require further iabp support. There was no report of patient complications, serious injury or death.